Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device stopped working. Upon explant a fluid loss was identified in the pump, but the cause and source are not known by the physician. The patient lost dexterity to operate pump due to arthritis that was unrelated to the device and wants a malleable prosthesis. A surgical procedure was performed in which all components were explanted, and a new tactra malleable penile prosthesis was implanted. No patient complications were reported.